Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The customer returned an implant which was determined to be a 3rd party device through visual inspection and subject matter expert (sme) review (emerging technologies director). Customer follow up determined the customer believes they reported and returned the right product. However, the reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The reported device was located on tooth # 30 and was implanted for 4 years 4 months. The customer provided 2 x-ray images. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone loss developed 4 years after placement. Bone graft performed to complete the procedure. The reported device was not returned and the reported complaint could not be verified as subject matter expert (sme) and medical affairs manager review could not confirm bone loss using the provided x-rays. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the patient had bone loss. The implant was removed and the site grafted.